Event description:
It was reported that patient underwent an endometrial thermal ablation procedure in late 2007. During the procedure, the catheter was primed and a fairly stable pressure was reached. The therapy was started, but within the first min there was a constant drop in pressure. A laparoscope was performed, which confirmed that there was no perforation in the uterus. Upon inspection of the catheter, a pinhole in the balloon was found. The procedure was successfully completed with a second catheter with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.